Event description:
It was reported by the plaintiff's that the plaintiff was implanted with a "pelvic mesh product" to "treat her pop and sui" (pelvic organ prolapse, stress urinary incontinence) on or about 2003. It was alleged that the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries", and has had other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.